Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not go into standby and logged a 120f error (low tidal volume). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 04oct2018. Philip's field service engineer advised the customer that the flow sensors may be faulty. The customer replaced the flow sensor assembly to address the finding. The customer reports that the issue was resolved and the unit was returned to service.